Event description:
It was reported that the patient experienced uncomfortable stimulation near the ribs after she slipped and caught herself. The impedances of the system were within the normal range and an x-ray was planned to check for lead migration. The implantable neurostimulator (ins) providing stimulation to the patient's upper extremity was working properly. Additional information was requested but was not available at the time of this report. See also manufacturer's report # 3004209178-2012-01970

Manufacturer narrative:
Lead model: 3998, lot#: j0546682v, implanted: (B)(6) 2005, explanted: na, extension model: 3708120, serial#: (B)(4), implanted: (B)(6) 2008, explanted: na, programmer model: 37743fa, serial#: (B)(4), concomitant pain system: ins model: 37702, serial#: (B)(4), implanted: (B)(6) 2010, explanted: na, lead model: 3986a, lot#: n092489, implanted: (B)(6) 2008, explanted: na, extension model: 3708360, serial#: (B)(4), implanted: (B)(6) 2008, explanted: na, programmer model: 37743, serial#: (B)(4).

Event description:
Additional information received reported that the patient needed a revision of the paddle lead. Further information was requested, but was not available at the time of this report.